Event description:
The customer reported that the system displayed a filament calibration required error message during a case. There is no report of pt injury or death.

Manufacturer narrative:
The customer cancelled the service call. There was no ge service performed. No conclusion can be drawn as repair info is not available. This malfunction may have resulted in a possible accidental radiation occurrence.